Event description:
Information was received indicating that a smiths medical cadd solis vip pump gives constant cassette error. There was no reported adverse event.

Manufacturer narrative:
Other, other text: device evaluation: one cadd solis vip pump was returned for investigation in used condition. No physical damage was found on the pump. The event history log showed the following: (B)(6) 2020 9:10:14 am high alarm displayed: cassette not attached properly. The investigator attached a cassette and performed the downstream pressure test. The customer concern regarding the constant cassette error was duplicated. The error alerted when a cassette was attached. Further investigation revealed that the downstream sensor had an open circuit. The dso sensor was replaced as a result. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
Additional information received and summarized.

Manufacturer narrative:
Additional information revealed no patient involvement in the event of pump gives cassette error. No further information on event. Updated patient event code. Device evaluation is awaiting sign of by sme.